Event description:
Reporter alleged discrepant blood glucose values of 52 mg/dl compared to 220 mg/dl on the compact plus system within 10 minutes. No reported actions or inactions taken based on device results. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.